Event description:
New information received notes that the patient presented during follow-up in clinic. Upon interrogation, episodes of inappropriate automatic mode switch caused by noise oversensing were noted on the right atrial lead. During the previous follow-up in december 2021, the lead was reprogrammed. At the most recent follow-up, the lead was reprogrammed again to resolve the issue. The patient was in stable condition throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine check. Upon review, it was revealed that the right atrial lead exhibited inappropriate mode switches due to short bursts of over-sensing of atrial noise. Provocative tests were completed and over-sensing of atrial noise was observed when the patient raised their left arm. No interventions were made. The patient was stable and will continue to be monitored.